Event description:
The customer reported that the heartstart xl was not booting up and displaying a "disconnect ac power" error message. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.